Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula crimp events on 05-jun-2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Initial and final MDR 1911416- MDR 3003442380-2024-13986- device 3 of 4.